Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received (h11). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the following. - the subject distal cover was not attached on the device firmly. - stress was applied to the subject distal cover during the intended procedure, such as friction by twisting and/or pushing/pulling the device in the patient¿s body cavity, and interference with mouthpiece, etc. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: - operation - precautions - preparation and inspection - attaching accessories to the endoscope additional information received: it was reported that the provider/user followed the instructions for use (IFU) accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic esophagogastroduodenoscopy (egd), upper gastrointestinal (gi) ultrasound (us), and endoscopic retrograde cholangiopancreatography (ercp) procedure the distal cover fell off of the duodenovideoscope. It was reported that the cover fell into the esophagus and punctured the endotracheal (et) tube, but no soft tissue was punctured. The cover was retrieved with graspers. The retrieval time took less than 5 minutes while the patient was under general anesthesia. The event occurred when the physician was finishing the procedure, therefore no intervention was done for the punctured et tube and it was removed for the patient's emergence from anesthesia. There was no reported patient impact.

Manufacturer narrative:
E1/establishment name: (B)(6) acting for & on behalf added here due to character limitation in respective field. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier:(B)(6). This report has been submitted by the importer under this MDR report number 2429304-2024-00253.